Event description:
Patient wearing extended wear soft contact lenses and sleeping in them developed an eye threatening corneal ulcer. His vision is significantly impacted from the severity of the infection. Dates of use: 10 years. Diagnosis or reason for use: myopia.